Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted (lot no. 846836) for female sterilisation. Product or product use issues identified: medical device monitoring error ("medical device monitoring error" on (B)(6) 2011). The patient had a medical history of menarche (at the age of 9), obesity, surgery (essure ablation the uterus and ovaries bilateral appear within limit. The left ovary present with a dominant follicle the essure coils are visualized bilaterally and appear in optional position transvering the uterotubal junction. There is minimal fluid noted in the cut de sec.), parity 1, penicillin allergy (: penicillins ¿ symptoms : nausea/vomiting/diarrhea, skin rash, blisters), surgery (tonsil/adenoidectomy essure tubal 2011), lethargy, weight gain and anxiety. Previously administered products included: depo provera. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1636 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.721 kg/sqm. [Pathology test] on (B)(6) 2015: clinical information : left lower quadrant pain, family history of ovarian cancer. Operation: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy - uterus with bilateral ovaries and tubes. Diagnosis: uterus with bilateral ovaries and fallopian tube cervix: nabothian cyst formation, mild chronic inflammation and squamous metaplasia endometrium: benign endometrium with sterilization device noted myometrium: small lelomyoma serosal surface: unremarkable right and left ovaries: benign ovaries right and left fallopian tube: benign fallopian tube gross pathology: the proximal portion of each tube to contain gray coiled sterilization devices grossly consist with essure [smear test] on (B)(6) 2017: pap smear: has had a pap smear. Date of last pap: (B)(6) 2014. Two abnormal past pap results. Date of last abnormal pap: (B)(6) 2009. Abnormal pap results: unsure. Treatment after abnormal pap: colposcopy. Pap reverted to normal. [Ultrasound scan vagina] on (B)(6) 2013: us transvaginal sonogram exam: transvaginal pelvic ultrasound history: fullness in left pelvis findings: the uterus is normal in size and measures 7 cm x 4 cm x5 cm. The endometrium measures between 7-10 mm in thickness with a small amount of fluid in the endometrial canal. A few small mixed echogenic irregular lesions are seen within the uterus measuring up to 2.6 cm. 7 mm nabothian cyst within the uterus. Nabothian cysts are seen within the cervix. Both ovaries are normal in size and appearance. There are no suspicious adnexal masses. Impression: a few small indeterminate mixed echogenic uterine lesions which probably represent fibroids. Follow-up pelvic ultrasound can be performed in 6 months to document stability. Alternately, a female pelvic MRI can be performed for more definitive characterization. Small to moderate amount of fluid seen in the cul-de-sac. Small amount of fluid seen within the endometrial canal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted (lot no. 846836) for permanent contraceptive tubal implant. Product or product use issues identified: medical device monitoring error ("medical device monitoring error" on (B)(6) 2011). The patient had a medical history of menarche (at the age of 9), obesity, surgery (essure ablation the uterus and ovaries bilateral appear within limit. The left ovary present with a dominant follicle the essure coils are visualized bilaterally and appear in optional position transvering the uterotubal junction. There is minimal fluid noted in the cut de sec.), parity 1, penicillin allergy (penicillins ¿ symptoms: nausea/vomiting/diarrhea, skin rash, blisters), surgery (tonsil/adenoidectomy essure tubal 2011), lethargy, weight gain and anxiety. Previously administered products included: depo provera. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1636 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.721 kg/sqm. [Pathology test] on (B)(6) 2015: clinical information : left lower quadrant pain, family history of ovarian cancer. Operation: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy - uterus with bilateral ovaries and tubes. Diagnosis: uterus with bilateral ovaries and fallopian tube cervix: nabothian cyst formation, mild chronic inflammation and squamous metaplasia endometrium: benign endometrium with sterilization device noted. Myometrium: small lelomyoma. Serosal surface: unremarkable. Right and left ovaries: benign ovaries. Right and left fallopian tube: benign fallopian tube. Gross pathology: the proximal portion of each tube to contain gray coiled sterilization devices grossly. Consist with essure. [Smear test] on (B)(6) 2017: pap smear: has had a pap smear. Date of last pap: (B)(6) 2014. Two abnormal past pap results. Date of last abnormal pap: (B)(6) 2009. Abnormal pap results: unsure. Treatment after abnormal pap: colposcopy. Pap reverted to normal. [Ultrasound scan vagina] on (B)(6) 2013: us transvaginal sonogram. Exam: transvaginal pelvic ultrasound. History: fullness in left pelvis. Findings: the uterus is normal in size and measures 7 cm x 4 cm x5 cm. The endometrium measures between 7-10 mm in thickness with a small amount of fluid in the endometrial canal. A few small mixed echogenic irregular lesions are seen within the uterus measuring up to 2.6 cm. 7 mm nabothian cyst within the uterus. Nabothian cysts are seen within the cervix. Both ovaries are normal in size and appearance. There are no suspicious adnexal masses. Impression: a few small indeterminate mixed echogenic uterine lesions which probably represent fibroids. Follow-up pelvic ultrasound can be performed in 6 months to document stability. Alternately, a female pelvic MRI can be performed for more definitive characterization. Small to moderate amount of fluid seen in the cul-de-sac. Small amount of fluid seen within the endometrial canal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.